Event description:
The carto failed to recognize the catheter once the procedure was underway. This was not an out-of-the- box failure. The error kept stating that the catheter was out of range when it was not. We replaced the cable but problem still existed. The catheter was replaced with a new one and problem was resolved. No harm came to this patient.